Event description:
It was reported that the pt stated some of the packets doesn't have any water in them, some of the caths were super bent (some he couldn't use, he had to throw those away), and one had a sharp end on it, it hurt when using it, he had to throw it away also. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt stated some of the packets doesn't have any water in them, some of the caths were super bent (some he couldn't use, he had to throw those away) , and one had a sharp end on it, it hurt when using it, he had to throw it away also. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Precautions: do not use device if package is opened or damaged. Inspect the catheter before use. Do not use the device if damaged. If you have any clinical concerns with the use of this device for your condition, please contact your healthcare physician. Users should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.